Manufacturer narrative:
Investigation: photo evaluation: 1 photo was received and observed different version number on the instructions for use (IFU). With reference to the IFU drawing, dg1837, the version number is dg183709 for page 1 and dg183709p2 for page 2. The IFU drawing had been verified and there is no mistake in the version number printed on the IFU. ¿p2¿ is used as an internal identifier used for the second page of printed content. The complaint is unconfirmed and product is within specification. DHR was performed and no quality notification was raised for past 12 months on a similar reported defect.

Event description:
It was reported that bd eclipse¿ needle had incorrect label information. The following information was provided by the initial reporter: material no. 305766 batch no. 8302552 it was reported that the version number and revision date are printed in two different places, but they do not match. We use 18 g bd eclipse needles, and have discovered a possible discrepancy on the instructions for use/package insert. It seems as though the version number and revision date are printed in two different places, but they do not match. There is a "p2" in one version listed, but not the other.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle had incorrect label information. The following information was provided by the initial reporter: material no. 305766, batch no. 8302552. It was reported that the version number and revision date are printed in two different places, but they do not match. We use 18 g bd eclipse needles, and have discovered a possible discrepancy on the instructions for use/package insert. It seems as though the version number and revision date are printed in two different places, but they do not match. There is a "p2" in one version listed, but not the other.